Manufacturer narrative:
(B)(4). The product was disposed by the hospital; therefore no manufacturer laboratory investigation was possible. A lot # of the product was not provided by the customer, therefore a DHR review was not possible. Based on this a confirmation of the failure is not possible. A (B)(4) trend search was performed for p/n 70106.3540 related to guidewire would not pass through and no similar complaint was found at this time. Due to this information no systemic issue could be determined. This failure was determined to be the first of its kind and is being handled through a designated maquet cardiopulmonary trending process. If a trend occur, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
"The customer stated that during insertion of a ij cannula, the vein was accessed with the needle using the needle assembly on the vak kit. An attempt to pass the vak kit guidewire was made, but the guidewire would not pass smoothly through the needle. The guidewire was pulled back slightly for repositioning, but during retraction, the wire snagged on the needle. This required both the needle and the guidewire to be removed from the patient. The vein was re-accessed, and a different (competitive) wire was used without incident. No adverse affects to the patient were reported." (B)(4).